Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 (mg/dl). Reportedly, the customer had not eaten. Customer then consumed food and juice to treat their low bg level. Subsequently, the customer experienced an elevated bg level of 287 (mg/dl). Customer administered a correction bolus to treat their elevated bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.